Manufacturer narrative:
Advised surgeon not to use fusion based hardware with non-fusion based hardware.

Event description:
Fusion did not occur as intended, resulting in construct failure and ultimately screw fracture. Construct was implanted off-label in that the pedicle screw fusion hardware was paired with a non-fusion coflex implant of another manufacturer.